Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patients." The device was not returned.

Event description:
It was reported that the balloon had burst. There were no missing pieces. No medical intervention was reported.